Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps 2 console during use. She stated that the console vent valve was "popping" during delivery. She said she reset the delivery set and the vent valve alarm ceased; however, towards the end of the procedure the vent valve opened again. The report stated she simply disabled the sensor. The perfusionist stated this same complaint condition had occurred with the same console in 2 other procedures (details not provided). The manufacturer field service engineer (fse) is going to evaluate the console at the complainant's facility. There were no patient complications reported as a result of the alleged issue.

Manufacturer narrative:
A quest medical field service engineer travelled to the facility and verified fault condition. Ec284 was duplicated. The fluid level sensor was replaced and the unit passed all functional testing. DHR was reviewed. There were two nonconformance raised during the device manufacturing but none of them are similar or related to the complaint condition.